Event description:
Caller states the patient tested 2.8 inr on the coaguchek s system and 4.1 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.